Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient had an incidence of trauma that affected the implanted site. The patient experienced an infection and loss of osseointegration. The bia400 implant 4 mm with abutment 12 mm (93332) was explanted (date not reported).